Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the 120-150 beats per minute range during recorded episodes. The right atrial (ra) lead exhibited suspected atrial undersensing during the episodes. The p waves appeared to be small. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.